Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set leaked at the clearlink y-site during drug infusion. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.